Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on the catsweb system revealed no additional investigation requests for this po number.. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was inserted and removed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a vitrectomy was performed and then an intraocular lens was implanted. After the insertion of a z9002 27.5 diopter intraocular lens (iol) into the sulcus of the patient's left eye (os) on (B)(6) 2017, a capsular tear occurred causing the lens to fall back into the eye. It was then removed and replaced with a back up lens. There was no reported incision enlargement or sutures used. The patient has recovered and the outcome does not interfere with activities of daily life. No additional information was provided.